Event description:
It was reported that upon interrogation device reset alert was observed. Patient underwent an MRI during a hospital stay. Device was reprogrammed and the alert was cleared. Trend data error message was displayed after reset was cleared. Device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.